Manufacturer narrative:
On (B)(6) 2016, it was reported that the device was skipping while taking grafts. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The customer also returned 1¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was september 26, 2014 where it was reported that the wires were exposed and the damaged head and standard repair parts were replaced. This is not a related issue. Electric dermatome, serial number (B)(4), was manufactured on december 14, 2010, is over 5 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome on april 19, 2016 revealed no noticeable damage to the power cord assembly. There were minor dings and scratches to the body of the hand piece. The master blade, serial number (B)(4), was flush with the control bar. The device operated within motor speed specifications when tested with the electric dermatome test power supply. Repair of the electric dermatome was performed by zimmer biomet surgical on april 20, 2016 which included replacement of the power cord assembly, power switch, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, width plates and o-ring. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device was skipping while taking grafts¿ was non-verifiable as there was no testing that could be performed to attempt to replicate skipping while taking grafts. However, it should be noted that the device appeared to be operating as intended during the initial inspection indicating that the cause could be user related. The root cause of the reported event could not be specifically determined, but is most likely related to an issue with the user technique when applying the dermatome to the donor¿s skin. If consistent pressure is not applied the dermatome may not continuously stay in contact with the donor site. This could result in the dermatome skipping across the skin. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was skipping while taking grafts.